Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep and vibrate anomaly. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump made grinding sound and did not alert. The customer did not call back when directed to perform self test. The customer reported that the insulin pump did not vibrate when act was pressed after using up arrow to set an easy bolus amount. Advised the insulin pump will need to be replaced and refer to back-up plan. The insulin pump will be returned for analysis.